Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "poor pad contact" message. Complainant indicated that during the attempted defibrillation, the clinician received an unintended delivery of energy. Complainant indicated that there was no adverse effect to the patient or the clinician due to the reported malfunction.